Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 29, 2018, it was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed of skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was may 14, 2018 where it was reported that the device was producing an incomplete mesh and the device was recalibrated. This is not a related issue. Product review of the skin graft mesher on september 7, 2018 revealed that the pre-test calibration and sample mesh could not be taken due to the bent comb. The roller and gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produce an incomplete cut and were deemed non-repairable, even after replacing the collars, bushings, and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2018 which included replacement of the roller, damaged comb, roller gear, washers, shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pre-test calibration and sample mesh could not be taken due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was noted that the pre-test calibration and sample mesh could not be taken due to the bent comb. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that device had incomplete mesh. No adverse events were reported as a result of this malfunction.